Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failing to calibrate blood pressure when using a fiber optic catheter & failing to print. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit, but was unable to replicate the reported malfunctions. The fse successfully completed a simulated treatment with a testing catheter, trainer, and fiber-optic tester without issue. The fse was able to print strips and obtain fiber-optic blood pressure values. The fse identified codes 40 and 42 for the printer in the logs. However, the unit was able to print when tested. The fiber-optic connector was intact and in good shape. The fiber-optic module was in good condition, but was bent in certain spots and pinned with the pneumatic module assembly when routed to the back plane board. The fse replaced the fiber-optic extension as a precaution. The fse stated that the unit showed a history of failing to read ECG as well as blood pressure. The fse replaced the front-end board as a precaution as well. A full system checkout was performed without issue. The failure analysis and testing dept. Received parts with a reported unit failure of no printing and unable to calibrate to calibrate fiber optic blood pressures. Fiber optic cable was replaced as a precaution due to some bends. The fat performed a visual inspection and found the parts to be in good condition and had some small bends that are difficult to see. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures confirmed. Retaining the parts in the failure analysis and testing department per procedure. The most probable root cause of the fiber-optic extension is excessive stress or fatigue. The most probable root cause of the front-end board is component reliability.